Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had burn-like irritations under the therapy electrodes. The patients physician instructed her to end use of the lifevest. The patient also began using a cream for the irritation. Follow-up indicated that the irritation was improving.